Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source power switch cannot be pushed. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Correction g3. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was a broken component that was stuck inside the power switch. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.